Event description:
The report stated that during a radio frequency liver ablation, water leaked near where the needle part of the electrode meets the handle. A new electrode was used and a procedure was completed without incident or harm to patient.

Manufacturer narrative:
Date of initial report: 08/13/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.